Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. Model number/catalog number: sc-2408-56. Serial number: (B)(4), batch/lot number: 19724835, model/catalog description: avista MRI perc lead kit 56 cm.

Event description:
A report was received that the patients lead had migrated. The patient underwent an explant procedure and was doing well postoperatively.